Event description:
Rptr had a pacemaker implanted. There was a failure due to a staph infection. Rptr almost died because her heart had gone down to 20 beats per minute. She had an emergency pacemaker on 1/14, then antoher was implanted that is working well. She has been assured that the fault was the staph infection and not the pacemaker.